Event description:
The customer reported the ventilator was alarming on power up with an occlusion message. The ventilator was not in use but therefore there was no patient involvement. The manufacturer's service technician was able to duplicate the reported complaint. The service technician reported the blower had no output. The service technician replaced the blower to address the reported problem. Failure of the blower in normal ventilation mode could result in no ventilation or air output during operation. Applicable final testing was completed and passed to operating specifications.